Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the reservoir locks into place; however, it still moves. The customer's blood glucose value was 205 mg/dl at the time of the incident. The customer was assisted with troubleshooting. The customer reported that the insulin pump was dropped and had lot of scratches. The customer was advised to discontinue the use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device received with cracked keypad overlay. (B)(4).